Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with details on diagnosing the issue and performing a performance verification testing, however, it could not be confirmed if the customer's issue was resolved. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/04/2023, 05/16/2023 and 05/25/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00200. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device presented a low leak alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. A remote service engineer advised the customer biomedical engineer that if there is a problem with the ventilator, it could be diagnosed via the performance verification test. The investigation is ongoing.